Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain. The patient reported that ever ¿since I had the pump put in, I've had issues.¿ the patient stated 6 days after their surgery, their back incision leaked and the doctor ¿re-sewed the incision, then glued it, and then reopened the incision again and said they fixed it.¿ the patient did not have any issues for 8 months after this. The patient then moved to a different state and started seeing a new healthcare provider who ¿wouldn't fix it¿ since they didn't implant the pump for the patient. The physician filled their pump on (B)(6) 2022, they went to the emergency room for ¿pain on bone from my knee to my hip. It's not below the knee or above the pump.¿ the emergency room referred the patient back to the healthcare provider who stated the ¿pump won't cause pain in the legs¿ and ¿won't do anything to manage my pain.¿ since (B)(6) of 2022, patient pain pump has not been working properly and was seen by the physician and was told that the amount of pain that she is in cannot be caused by the pain pump. At the patient¿s last 2 refills, the healthcare provider increased the dosage, but the patient stated they are having ¿more pain than I've ever had having back surgery.¿ the patient saw a spine surgeon for an MRI at the ¿end of (B)(6) 2022¿. The patient stated they were told ¿the catheter was around the groin bone or the bone where they insert it - I think he said groin bone. He saw what looked like the catheter wrapped around the bone. He said it's not in my spine anymore and I should have it out because it's causing me more pain having it in.¿ the patient also stated when their pants touch their leg, it feels like they're on fire and if they don't move my legs at the same time when getting into bed, like if they were separate, it feels like the skin is tearing¿. Since the patient¿s latest refill on (B)(6) 2022, they have had an increase in their pain and when the patient¿s lays down at night, the room spins. The patient stated they ¿never had that before since all this started¿. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.